Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd integra¿ syringe with detachable needle malfunctioned as the ¿the needle feels as if it is retracting early when pushing the needle into the patient. In addition, there has been complaints of the needle not retracting at all and medicine comes out of the syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7271525 (p/n 305272): manufacturing dates: 10/1/2017 to 10/02/2017 batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7271525 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.